Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/18/2024, that on 06/18/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 06/18/2024, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and dry skin, under overlay patch, which occurred 10 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antihistamine, fexofenadine hydrochloride, the dosage could not be confirmed. The patient was in good condition at the time of report. No additional event or patient information is available.